Manufacturer narrative:
Patient identifier = sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021, sid (B)(6), initial=114 mmol/l /repeated on (B)(4) =136 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The abbott customer support representative reviewed instrument logs and noticed that the discrepant results were accompanied by aspiration error. The customer replaced the sample alnty c-sample probe sc (ln 04s53-01) which resolved the issue. A review of the architect alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There have been no further occurrences of discrepant results after the probe was replaced. A review of tracking and trending of the alinity c processing module or the sample probe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for decreased concentration and erratic assay results and provides instructions for the removal, the replacement, and the verification of the alnty c-sample probe sc. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the sample probe sc.